Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The investigation regarding the reported event has been finalized. The device was investigated at the hospital by our fse (field service engineer), the error could be confirmed during the on-site investigation. The device system software was reinstalled and several parts were replaced during the investigation. The replaced parts were sent in for investigation after the unit passed all tests successfully. The review of the returned log files could confirm the event regarding the excessive leakage and the failed safety valve test. Our investigation of the three replaced ventilator pc(printed circuit) boards did not show any errors. The visual inspection of the returned inspiratory pipe revealed that the safety valve membrane was missing. Simulated use testing with the returned inspiratory pipe could reproduce the reported error, the same sub-tests failed during testing. When a safety valve membrane was mounted into the inspiratory pipe, the unit passed all tests without any more deviations. The device problem occurred because the device was not properly maintained according to the instructions.